Manufacturer narrative:
The device has been received and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval.

Event description:
The device failed during the electrical current leakage test. The device had been received by the clinic and delivered to the biomedical dept for acceptance testing. The biomedical staff removed the device from the shipping crate. The staff noted that the device and shipping container was in satisfactory condition. The device was filled with water and the test device was placed in series with the ac mains power. Ac mains power was applied to the device. After a few moments with ac mains applied, the electrical current leakage tester began to emit fumes and smoke. The tech terminated the testing and removed ac mains from the device. Post inspection of the test device revealed that it had received undetermined damaged.